Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) possibly due to af (atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.